Event description:
On 11/16/87 an ipp device was implanted. On 10/30/92 the pump was revised. On 3/25/97 the entire device was removed from the pt and replaced due to leaks in sys and erosion - cylinder reservoir tubing. Add;l/ser# 5343g 9053p 008